Manufacturer narrative:
Analysis was performed by onsite and remote service personnel which included testing of the affected device. A field service engineer (fse) was dispatched onsite to investigate a "system down" report affecting telemetry transmitters and access points (aps). The results of the analysis were the devices failed to reconnect to the pic ix system following a customer-initiated network change and subsequent rollback. The fse loaded friendly names of aps and remote aps. Ran upgrader tool and confirmed the wireless function was properly re-established. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the customer initiated network changes. The issue was resolved by changing the configuration of the aps. A review of the service history for this device shows the problem has not been reported again for this device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that tele transmitters are not communicating after a network change. The customer it performed network changes and subsequently reverted them. Since the revert, tele transmitters/access points are unable to see or connect to the access point controllers (apc). The mx40 devices are not reaching the apc's. The device was in clinical use. There was no report of patient or user harm.